Event description:
It was reported that while in the cardiology department, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the left femoral artery without difficulty. Five minutes after the iab therapy began, the pump alarmed "helium loss" and blood was seen in the line. The iab was removed and another iab was inserted. The pump used was the iap-0500i. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.